Event description:
It was reported that the screw was noticed to look odd and was measured in the pan. The screw was labeled as a 45mm screw but measured 50mm. The screws were not used to treat the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The screws were returned for evaluation. The length of the thread is too long. The length should measure 45mm but actually measures 50mm.